Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of the maintenance log, a search for similar complaints, a review of tracking and trending data, a review of the analyzer service history, and a review of product labeling. The maintenance log was reviewed and revealed the light bulb was last replaced on april 3, 2019, which is longer than 3 months. Customer service recommended that the customer replace the lamp (list number 09d45-02) which was considered the likely cause of the discrepant results. A 12-month search for similar complaints identified no adverse trends of the lamp (list number 09d45-02), with regard to discrepant patient results. A review of the c16000 tracking and trending data did not identify any systemic issues or adverse trends associated with the erratic result described in this complaint. The c16000 erratic result rate is within acceptable limits with no trends identified. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the lamp was replaced. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated creatinine results for a patient when processing on the architect c16000. The false elevated initial creatinine result was 447.7 umol/l (5.06 mg/dl) and retest was 64.7 umol/l (0.73 mg/dl). No impact to patient management was reported.